Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had moved and tangled around the ipg. The patients lead was unwrapped for the ipg and was explanted.